Manufacturer narrative:
Concomitant medical products: product ID: neu_label_acc, product type: accessory. Product ID: neu_label_acc, product type: accessory.

Event description:
Additional information received reported there was a third occurrence of a rejected barcode.